Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the physician inadvertently pulled the plunger prior to deployment. It should be noted the in the electronic perclose prostyle instructions for use (eifu) states to depress the plunger prior to removing the plunger. The eifu deviation likely contributed to the reported difficulties; however, the physician self-reported. Reportedly, the smc device was used without a femoral angiogram. It should be noted that the electronic perclose prostyle eifu states: prior to deployment of the perclose prostyle smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the violation of the eifu contributed to the reported difficulties. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the reported information, the physician inadvertently pulled the plunger prior to deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions, 2017 - failure to follow steps / instructions.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to an electrophysiology (ep) pulsed field ablation (pfa) procedure. Femoral imaging was not performed. Reportedly, the plunger of a prostyle device was accidentally pulled back prior to needle deployment. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16.8f sheath and the ep pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.